Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain,"), endometritis ("endometritis") and genital haemorrhage ("bleeding") in an adult female patient who had essure (batch no. B30421) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included back pain, neck pain, shoulder pain, headache, ovarian cyst, vaginal haemorrhage, fatigue, menorrhagia, uterine bleeding, dysfunctional uterine bleeding, dysuria, hematuria, uterine tenderness and vaginal infection. On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), endometritis (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criteria medically significant and intervention required), dysmenorrhoea ("dysmenorrhea"), hot flush ("hot flashes"), night sweats ("night sweats"), mood swings ("mood instability"), anxiety ("anxiety") and abdominal pain lower ("right lower quadrant pain"). The patient was treated with surgery (ablation and robotic assisted vaginal hysterectomy, bilateral salpingectomy, right oophorectomy). Essure was removed on (B)(6) 2015. At the time of the report, the pelvic pain, endometritis, genital haemorrhage, hot flush, night sweats, mood swings, anxiety and abdominal pain lower outcome was unknown. The reporter considered abdominal pain lower, anxiety, dysmenorrhoea, endometritis, genital haemorrhage, hot flush, mood swings, night sweats and pelvic pain to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2014: impression: hysterosalpingogram demonstrates complete. Occlusion of the, fallopian tubes by the essure coils bilaterally. Ultrasound pelvis - on (B)(6) 2015: impression: 1. A new right ovarian hemorrhagic follicular cyst is visualized. 2. A left hemorrhagic cyst has diminished in size. Concerning the injuries reported in this case, the following ones were described in patient¿s medical records : pelvic pain, dysmenorrhea,hot flashes, night sweats, mood instability, anxiety and abdominal pain lower, endometritis. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 6-may-2019: quality safety evaluation of ptc. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain,"), endometritis ("endometritis") and genital haemorrhage ("bleeding") in an adult female patient who had essure (batch no. B30421) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included back pain, neck pain, shoulder pain, headache, ovarian cyst, vaginal haemorrhage, fatigue, menorrhagia, uterine bleeding, dysfunctional uterine bleeding, dysuria, hematuria, uterine tenderness and vaginal infection. On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), endometritis (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criteria medically significant and intervention required), dysmenorrhoea ("dysmenorrhea"), hot flush ("hot flashes"), night sweats ("night sweats"), mood swings ("mood instability"), anxiety ("anxiety") and abdominal pain lower ("right lower quadrant pain"). The patient was treated with surgery (ablation and robotic assisted vaginal hysterectomy, bilateral salpingectomy, right oophorectomy). Essure was removed on (B)(6) 2015. At the time of the report, the pelvic pain, endometritis, genital haemorrhage, hot flush, night sweats, mood swings, anxiety and abdominal pain lower outcome was unknown. The reporter considered abdominal pain lower, anxiety, dysmenorrhoea, endometritis, genital haemorrhage, hot flush, mood swings, night sweats and pelvic pain to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2014: impression: hysterosalpingogram demonstrates complete occlusion of the, fallopian tubes by the essure coils bilaterally. Ultrasound pelvis - on (B)(6) 2015: impression: a new right ovarian hemorrhagic follicular cyst is visualized. A left hemorrhagic cyst has diminished in size. Concerning the injuries reported in this case, the following ones were described in patient¿s medical records: pelvic pain, dysmenorrhea, hot flashes, night sweats, mood instability ,anxiety and abdominal pain lower,endometritis. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.